Event description:
It was reported that following a system revision, the pt developed an infection at the lead site. The system was explanted. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.